Event description:
It was reported that during a peripheral intervention procedure, a coating issue occurred. Lesion details are unknown. This xch/035/180 hi - pref amplatz super stiff guide wire was advanced and towards the end of the procedure, it was noticed that the coating on the guide wire began to unravel. It was noted that there was no additional force / pulling used during procedure. The device was removed from the patient intact. The procedure was continued with another of the same amplatz guide wire. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).